Event description:
It was reported to philips that the allura device would display 0:00 and would not boot up. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was outside of clinical use at the time of event. Philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up and got stuck up at 00:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc . After replacement of the flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.